Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale/review: a 78 year old female was admitted in with right heart failure post surgery, in scai stage e shock, and was placed on a bipella support with the rp flex and 5.5 pump. The rp flex was placed via the femoral vein and was on support with the 2 impella pumps and a swan for hemodynamic support and monitoring. The rp flex was seen to have flows low during the pump trial wean on the 9th day of support. The team assessed the swan pressures, gave blood for volume, adjusted p levels, and repositioned the pump as troubleshooting measures for the low flow. The team made the decision to explant the rp flex this 9th day of support, but the 5.5 pump remained on for another 5 days til explanted.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow was not determined due to no product or data logs returned for analysis. Placement signal issue: the cause of the placement signal issue was not determined due to no product or data logs returned for analysis.